Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock and lost consciousness soon after. Cardiopulmonary resuscitation was delivered by a family member while waiting for emergency response services. The heart rate was stabilized after the patient was admitted to the hospital, however the patient remained unconscious. Review of device memory found the patient had a supraventricular tachycardia (svt) like rhythm with a rate of 150-155 beats per minute (bpm). The rate was observed for approximately 53 seconds within the episode and marker data illustrated a rate above 140 bpm for approximately three and a half minutes prior to the shock delivery. The rhythm was oversensed and resulted in an inappropriate shock. This shock induced ventricular fibrillation (vf) which was treated with four additional shocks, however the shocks did not convert the rhythm to normal sinus rhythm (nsr). It was noted the shock impedance measurements were between 148 and 152 ohms. The device had delivered the maximum amount of shocks and the device did not observed the required nsr intervals until approximately 13 minutes later. After declaring nsr, subsequent episodes and shock attempts occurred resulting in 34 total shock attempts. The shocks were not observed to convert the patient to nsr. It was reported that defibrillation threshold (dft) tests at implant were not successful and it was observed via x-ray that the electrode appeared to be superficial. It was also reported the patient may have a history of methamphetamine abuse. Subsequently, the family requested do not resuscitate status and the patient later expired.